Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was repositioned, and the problem was resolved. The lens remains implanted. Cause reported as patient related factor and user error.

Manufacturer narrative:
Corrected data. D4-primary unique device identifier (UDI) # (B)(4) was not included in the initial MDR. Claim# (B)(4).